Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, refrigerator screen indicated "requires maintenance", everything was gray, and it was not locking. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) was unable to replicate the issue and therefore cleaned connections on latch of the remote manager. The system functioned as intended when the field service engineer investigated the device.